Manufacturer narrative:
Hemocue has not been able to gather all the required info in order to determine a root cause at this time. The initial report from the user (given 07/13/2007) did not indicate an adverse event or a reportable malfunction. A meeting with the user facility is scheduled and the root cause investigation is on-going.